Event description:
It was reported that during a lap sigma procedure, the teflon pad fell off, part fell into patient, could be removed took new instrument. Tocar has a hole, leakage took new instrument no further information is available.

Manufacturer narrative:
Information anticipatied, but unavailable at this time.